Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 4000 c (311) stand alone system. Prior to patient testing, the customer confirmed qc results were within the acceptable range. The patient had two samples collected for testing. The patient's first sample was tested on the cobas 4000 c (311) stand alone system. The patient's second sample was sent to a different laboratory and tested on an unknown analyzer. (B)(6). The na electrode lot number was n68 with an expiration date requested but not provided. The cl electrode lot number was g43 with an expiration date requested but not provided.

Manufacturer narrative:
The customer replaced the system's reaction cells, photometer lamp, ise electrodes, and ise pinch tubing. The field service engineer adjusted the ise sipper tubing. He performed instrument checks, ise checks, and precision testing with acceptable results. The customer performed patient checks, calibration, and qc with results within the acceptable range. After service and maintenance, no further issues were reported by the customer. The investigation did not identify a product problem and determined the service actions and maintenance resolved the issue.